Event description:
I have a prescription for a CPAP machine for sleep apnea. It is noted in all my medical records I am allergic to neoprene. The first two headgear units had neoprene. I had a moderate / could have been severe if I have not noticed my allergic reaction. I am unable to find a headgear unit without neoprene. No headgear unit has been made with material top. If I go to a pharmacy, they will flag a medication I am allergic to. The same safety concern apparently does not apply with durable medical equipment.